Event description:
It was reported that a pt in cvicu was being transfused with platelets through the device and experienced severe hypotension, from 115/71 mmhg to 62/3mmhg, after receiving 50 cc's. The transfusion was stopped and blood pressure immediately increased. The transfusion was resumed without incident. Two hrs later this pt experienced another hypotensive episode.

Manufacturer narrative:
Analysis: the symptom of hypotension during transfusion of pts undergoing cardiac surgery appears limited to a small cohort of conditions, all of which cause vascular instability in the pt prior to being transfused. Such conditions, known to give rise to vascular instability may be any one or several of the following circumstances: anesthesia, transfusion, angiotension converting enzyme inhibitors, rapid transfusion flor rates, and routine use of vasoconstrictors and vasodilators. A specific report on transfusion reactions and use of the device, independent of brand, has been issued in the form of a FDA safety alert, dated 05/199, entitled "hypotention and bedside leukocyte reduction filters". Unless substantially significant info becomes available, this constitutes a final report.